Event description:
The device was implanted via v-p shunt to the patient ((B)(6)) in (B)(6) 2014. The initial setting pressure is unknown. After implantation, the surgeon has changed the pressure of the valve from 110mmh2o to 80mmh2o, and again to 110mmh2o, but it seemed that the valve was not changed to 80mm h2o at the first place. Flashing was also conducted. On (B)(6), 2014, the revision surgery was conducted and the device was replaced by the same new product. The setting pressure of the removed valve was 110mmh2o. According to the surgeon, the ruby ball inside the valve seemed to be stuck. The patient is now followed.

Manufacturer narrative:
During the investigation of this device it was noted that the actual device returned was that of (B)(4) as initially reported by the customer. During the visual inspection of the valve it was found that a needle hole was detected in the needle chamber, but no defects were noted. It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.